Event description:
It was reported post-op, the pt went under cardiopulmonary arrest. He was sent to the ICU on a ventilator and sedated. The pt coded on (B)(6) 2012 and was resuscitated. He remains vented and on IV drips. The doctor believes the issue is pulmonary related. No further info is available at this time.

Manufacturer narrative:
(B)(4) has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.